Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported by the customer that their sensor was alarming low suspend. Assisted customer with programming device and troubleshooting. Customer states that the sensor would inform them they were either high or low, when they were actually stable. Customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.